Manufacturer narrative:
The device was not returned for evaluation. The reported complaint cannot be confirmed without the returned sample. A device history review lot# 3997470 and relevant components review were conducted and there were no non conformance's found that would have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date and involved a 30" (76 cm) appx 3.3 ml, 20 drop admin set w/integrated chemolock¿ drip chamber, spiros® w/red cap, hanger that was reported as the tubing was coming out of the b braun 100ml/50ml bag too easily. During removal of the bag from the chemo transport bag the chemo spilled on the floor and a chemo spill kit was used for the area. There was no patient involved, no adverse event, no delay in critical therapy.